Manufacturer narrative:
Ocd medical has assessed this and determined this to be a serious injury. (B)(4).

Event description:
Customer reported that lab personnel cut her finger on a broken vial while unpacking product from shipment.